Event description:
It was reported that during preparation for a colonoscopy procedure, the snare wire snapped in half. The product was returned for evaluation which determined that the loop had broken at the loop tip. The broken edges of the loop cable were severely blackened. The cause of this complaint cannot be determined.